Event description:
The u2 drill was sent for evaluation because it overheated during testing. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Visual inspection confirmed that the motor cartridge contact pins were burnt, and the housing was partially unthreaded. Corrosion damage was noted within the internal components of the device.